Manufacturer narrative:
Post market surveillance for med consumables; csd manager. No product will be returned per customer. The photo provided by the customer shows the tubing was separated and leaking from the pvc tubing to the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified, as no product was returned.

Event description:
It was reported that the blood tubing set separated and leaked at the drip chamber in the emergency room.